Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Upon visual inspection, the devices are seized upon receipt. No signs of debris within the threads or cross threading could be observed. There is a small gap between the bottom of the inner radius of the shell and the inserter. In turn, the tip of the inserter is not flush with the outer radius of the shell. The shell is lightly scratched around the rim but in good overall condition. The inserter is scratched up and down the shaft. The rubber handle exhibits discoloration. The strike plate is deformed from impaction. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01077.

Event description:
It was reported that during total hip arthroplasty the g7 impactor handle was attached to the cup and impacted the cup into place in the patient. When the surgeon attempted to unscrew the handle to extract it, it would not move. After numerous attempts, it still would not move and was removed from the patient. Additional cup and curved inserter were used to complete the procedure. Additional attempts were made to remove the cup on the back table and it still could not be removed. No adverse consequences have been reported. Attempts have been made and additional information on the reported event is unavailable at this time.